Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s wife) with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an fentanyl, bupivacaine, and an unknown brand of morphine, all with unknown concentrations and doses. It was reported the patient had spinal fluid leaking out of the back incision. It was unknown when the issue started. The change in therapy/symptoms was considered sudden. The consumer stated the patient had an MRI with no contrast scheduled for the night of (B)(6) 2017. The MRI procedure was not due to a problem with the device or therapy; the consumer was calling to verify guidelines. No further patient complications were reported. Additional information received on 2018-jan-08 from an hcp reported the patient had a probably contained csf leak beneath the skin from csf (illegible) up catheter track extra (illegible) after pump and catheter exchange about 2 months ago. The hcp stated there was no external csf leak. That was re-explained (illegible) extra (illegible) purse string suture was placed about the catheter about 2 months post-operation. It had resolved the problem to the best of the hcps knowledge. The hcp stated it was not a device-related deficiency. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.